Event description:
It was reported that the patient underwent a stenting procedure in the right internal carotid artery with mild calcification and 90% stenosis. An rx acculink stent system was advanced into the patient anatomy and the stent was deployed. Post procedure, the patient reported seeing red light in the bottom of the left eye. No treatment was provided and the patient will be seen by an eye doctor after discharge. Additional information received indicates that the patient was seen by an eye doctor. Per physician report, the patient may have had a small piece of plaque or a small emboli go to his eye. No other vision changes were noted and the patient was told to monitor the visual changes for any worsening. No treatment was provided; however, the patient's visual changes have not resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). Aspirin, clopidogrel, heparin. Embolic protection: rx accunet. There was no reported product deficiency. The reported patient effect of embolism is a known potential adverse event as listed in the instructions for use, carotid stent system, rx acculink. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.